Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the rotor, driveshaft, a bearing, and a worn motor. The motor bearing, driveshaft, and nose cone were each replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. There was no reported patient or user injury, and the case was completed successfully with another device.